Event description:
It was reported the xenon light source front panel blinked, light source (white light) was not shining , lamp flashed in the standby position and no white light was coming out, buttons on the front panel did not respond. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.